Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibration alert. During a follow up visit, high, out of range, high voltage lead impedance was observed on the rv lead. Lead was explanted and a new lead was implanted. No further information available.